Event description:
It was reported that the unit alarmed low leak co2 rebreathing risk. The unit was being set up for use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a unit with a low leak co2 rebreathing risk. It was verified that there was a code (ec 1203) in the significate log. The customer checked if the port had an occlusion, and there was none. The customer claimed that the respiratory department noticed the issue and the customer was able to verify the issue with a test adapter. The remote support engineer (rse) instructed the customer to perform the performance verification test (pvt). The rse spoke to the customer, and it seems to be a problem with the flow sensor assembly; when the air was set to 10, the certifier and display were reading around 1.5 slpm. As the flow was increased, the display and the certifier were still reading around 1.5 slpm. It was then reported that increases were not displayed on the certifier or display. The rse recommended the flow sensor assembly be replaced. The customer was also provided with the part number for the da pcba board. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.